Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead during an atrioventricular node ablation. Electromagnetic interference and noise were also seen through the cardiac resynchronization therapy defibrillator (crt-d), resulting in pacing inhibition of the device. The patient experienced asystole. The lead and device remain in use and the patient was reported to be alive with no injury. No further patient complications have been reported as a result of this event.